Event description:
The customer's wife reports back to back results of 65 and 105 mg/dl using the accu-chek advantage system (meter strip lot 549432). No report on an adverse event. Controls were not run. Return requested and replacement was sent.